Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda and poor imaging resolution could not be determined. Tricuspid valve insufficiency/ regurgitation appears to be due to the slda. Tricuspid regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Imaging was noted to be challenging. An xtw clip ((B)(6)) was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw clip ((B)(6)) was implanted. After deployment, this clip also detached from septal leaflet and remained attached to the anterior leaflet (slda). No additional clips were implanted, and tr remained at a grade of 4.